Event description:
It was reported that customer¿s spouse described charging port issue where pump did not consistently register charge and needed cord to be adjusted and pump to be held in specific position before charging started. There was no reported impact to the customer¿s blood glucose level. No additional assistance was requested, and no further actions or outcomes were documented.